Event description:
Boston scientific (bsc) crm received and reported the following information: "this left ventricular (lv) lead ((B) (4)) was attempted, but not implanted due to high threshold measurements. The physician successfully implanted a new lv lead (B) (4), however, eight days post this implant procedure, the lv lead (B) (4) dislodged, and high threshold measurements were noted. A new lv (B) (4) was successfully placed with no complications.

Manufacturer narrative:
Method -- review and confirmation of manufacturing records was performed. No anomalies were found.